Event description:
Boston scientific received information that the clinic contacted technical services (ts) and stated that they were experiencing difficulty interrogating the device. Ts walked the clinician through troubleshooting options with no success. A magnet was placed on the device and tones were audible. Pacing was also able to be verified by an electrocardiogram. It was noted that patient had a system infection. The field representative was unable to obtain any additional information. Current evidence suggests this product remains in service.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.